Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to failure of the power supply unit. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the lcd monitor would switch on and off during a procedure. The unspecified procedure was completed with no delay, using another monitor. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the reported event was confirmed due to no output voltage on the power supply unit (psu). The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.